Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identification (UDI) #: (B)(4). The neuromonitor bolt kit was not returned for evaluation (per customer, is not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 9612007-2020-00020. A physician reported inconsistent intracranial pressure readings with the codman microsensor skull bolt kit. A licox dual lumen bolt was implanted in a patient on (B)(6) 2020 and the intracranial pressure readings from the direct link microsensor were reportedly inaccurate. The microsensor skull bolt kit and licox probe was placed in the patient due to a traumatic brain injury sustained from a motor vehicle accident. The brain tissue oxygen initially read zero on (B)(6) 2020. The microsensor reading varied, but reportedly had a good waveform. The intracranial pressure read 16 mm hg, then 20 mm hg. The patient was treated for intracranial hypertension based on the reading. However, the intracranial pressure was higher than expected based on the neuro exam (16-29 mm hg) and the neurological exam did not correlate with the readings on microsensor. The neurosurgeon questioned the accuracy of the intracranial pressure, therefore the neurosurgeon placed an external ventriculostomy drain on (B)(6) 2020 and the intracranial pressure was 8 mmhg, while the microsensor reading was 29 mmhg. The licox was not replaced. The patient underwent a second neurosurgical procedure to place a ventriculostomy to confirm the intracranial pressure readings.